Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.